Event description:
User reported inaccurate readings from sat/crit sensors, which could result in clinical mismanagement.

Manufacturer narrative:
Upon arrival, the reported issue could not be replicated. The sensor was able to obtain correct values. As a precaution, the sensor shall undergo blood loop calibration.